Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "heparin drip was started at 2108 on 2016. Patient was received on 5 south from 3 west at 2213 on 2016. Rn noticed bag was more than half empty. Two rns re-calculated heparin drip. New bag started and line re-primed at 0113 on 2016. The heparin was infusing too fast. Drip held, labs drawn." The customer stated there was "no apparent injury" as a result of the event.